Event description:
The doctor reported that a vision correction patient underwent a prk vision correction and presented at 8 days post op with cloudy corneas. The patient was diagnosed with central toxic keratopathy. The doctor changed bandage lens on day 5 and by day 8, the corneas were cloudy. Doctor used acuvail for 48 hours and fml and vigamox initially postop and then on day 5, switched to zymaxid. Of interest the doctor says that the corneas were not normal to begin with as the patient had reticular deep haze though he did not think the patient had fuch's dystrophy. The patient is being treated with zymaxid and is reported as improving.

Manufacturer narrative:
Service not requested. Clinical support and literature on ctk provided to the doctor. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.